Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The unit was not alarming. The dealer replaced the on/off switch and when they turned unit on, they got blue sparks and the smell of burning wires.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. Per the expanded evaluation report, the complaint of the unit producing sparks and a burning smell was not confirmed. No sparking, smoking, or burning smell was observed upon start up. The pcb and all wiring was inspected and found to be in good, undamaged condition, with no burn marks. The complaint of the alarm not sounding could neither be confirmed nor refuted, as the device was received with the alarm horn missing. Additionally, the device was received with the power switch leads attached incorrectly so that the unit would not power on. When the wire leads were properly configured and an alarm horn was added to the unit, the concentrator was able to power on and the start-up alarm sounded; however, the alarm did not cease. The cause of the constant alarm could not be isolated to a particular component, but it is possible that the improper wiring on the power switch may have damaged the alarm circuit on the pcb. Performance tested was conducted to determine the output flow rate, pressure, and o2 purity of the concentrator, all of which were within specification, indicating that the concentrator functioned properly in terms of output.

Event description:
The unit was not alarming. The dealer replaced the on/off switch and when they turned unit on, they got blue sparks and the smell of burning wires.